Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The reported problem was confirmed by technical services (ts). Ts provided the customer with the part numbers and prices for the repairs. The customer indicated that he will carry out the repairs for the e/c (110e/110f) issue. A top cover was sent to the customer to address the damaged top casing issue.

Event description:
It was reported that during preventative maintenance (pm), "the flow sensor acc check on o2 and air" (e/c (110e/110f)) and the top casing is damaged. There was no patient involvement.